Event description:
A pt reported experiencing inaccurate high results with a ot ultra meter. The pt's blood glucose results were meter 99 mg/dl to lab unk. Tests were done within 10 mins with a difference of 22.7%. Pt did not experience any adverse events. No further info has been reported.